Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was at the blue carefusion screen and was not logging in. The technical support specialist (tss) remoted onto the station, applied knowledge article, and rebooted the system for testing. No issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen struck at the blue ¿carefusion¿ screen and was not able to be logging in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.